Event description:
A report was received that the pt was experiencing banding pain below the pectoral level. The physician believes, the pain is due to nerve damage caused by the implant procedure. The physician believes, the pain could get better over time and has no further course of action for this pt.

Manufacturer narrative:
This is the final report.